Event description:
It was reported that the pacing lead impedance had gradually risen. The right ventricular and svc coil impedances had dropped. The patient's health status had changed from being on chemotherapy treatment for cancer. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).